Event description:
It was reported, the bronchofibervideoscope exhibited the washer was popping up with an error saying a blockage was in the channel, which awas the balloon port. There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.